Manufacturer narrative:
12.5f x 15cm hemo-cath. A visual inspection revealed an intact catheter without any outward physical damage. A functional evaluation of the catheter revealed the venous extension leaks on the edge of the overmold. The device was forwarded to the manufacturing facility for evaluation. Review of the device history records for this product showed it was manufactured according to all internal sops. There was no failure with the over molding process or with the 100% leak testing done on this product. There have been no variances or non conformances associated with this lot. Based on the investigation performed and the inspection of the sample provided it was concluded that the reported failure mode is not associated with the manufacturing process.

Event description:
After 1.5 months of use there was a hole in the extension tubing at the edge of the luer over mold.

Manufacturer narrative:
An investigation has been initiated. The device was forwarded to the mfg facility for eval. When the investigation is complete a final report will be submitted.